Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a high temperature alarm was observed in the device's error log. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating.